Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported clot and bleeding events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. B, are currently available. The IFU lists potential adverse events, including bleeding and thromboembolism, that may be associated with the use of the heartmate 3 lvas. The IFU also provides an explanation of pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient conditions can result in low flow. The IFU also outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists thromboembolism as a potential late postimplant complication. The IFU and patient handbook outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient returned to the theatre three hours post completion of implantation for evacuation of clots. The patient had been having low flows since their procedure and increased bleeding postoperatively. The patient was taken back to the theatre and the cause of bleeding was found to be from the sternum. No scans or log files were obtained. The bleeding stopped and the patient returned to the ICU. The event was not caused by left ventricular assist device (lvad) therapy and the pump operated as intended. It was communicated on (B)(6) 2025 that the cause of bleeding was identified and it was resolved. The patient was stable, and the patient was on routine management.